Manufacturer narrative:
Product event summary: during service and repair of the device, the reported event was confirmed, the lower screen of display was out of specification. It could not be confirmed regarding the device output, output tests within specification. It was also noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, and the keyboard was scratched. Further analysis was performed on the display module. This analysis could not confirm the failure reported during repair of the device, no defect found.

Event description:
It was reported the lower display is defective. It was also reported by a register nurse that the device produced no output, although this problem could not be duplicated in the hospital shop. The device was returned for repair, test, and calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.